Event description:
While obtaining access for an ablation, a venous sheath was attempted to be flushed by physician and physician was unable to do so. It was then determined that the sheath was fractured and approximately 5 cm of the 11 cm sheath was left in the patient. Multiple physicians were called to assist with removal including vascular surgery. After cutdown, the fractured sheath was removed. The patient remained stable, but the eps study and svt ablation were aborted. The patient was discharged home the following day with no reported complications post op. Awaiting response from manufacturer, the device will be returned for failure analysis.